Event description:
It was reported that this was a maxillary and mandibular osteotomy performed on (B)(6) 2022. During the surgery, when the surgeon was bending the plate in question, it broke. The surgeon says he wasn't forcibly bending the plate. The surgery was completed with no surgical delay. No further information is available. This report is for one (1) mat lock l-plate w/positioning hole shor. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1; e3 d4; h4, h6: a device history record (DHR) review was conducted: product code: 04.511.900s lot number: 256p702 manufacturing site: mezzovico release to warehouse date: 30 jul 2021 expiration date: 01 july 2031 a manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.